Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10), to correct d5, and to update d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: "< inspection of the endoscopic image> 1 inspect the control section and endoscope connector for excessive scratching, deformation, loose parts, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Event date is (B)(6) 2023. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps channel port was scraped. This is attributed to physical stress. Other observations for the device: bending tube has a dent; due to pinhole in distal end rubber coating (a-rubber), water tightness is lost; due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; due e to damage on bending tube, bending angle in up direction exceeds the standard value; channel tube is crushed preventing forceps and cleaning brush from being inserted; universal cord has a dent; and control unit, grip, angulation lever, switch box, up/down plate, insertion tube rotation ring, universal cord, scope connector, scope cover unit have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner device that was returned by the customer after use with no reported malfunction. There is no patient involvement. Upon evaluation of the returned device, it was observed that the forceps channel port was scraped. This is attributed to physical stress. This medwatch is being submitted for the reportable issue of forceps channel port being scraped as observed during device evaluation.